Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had cubie failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a defective cubie. A field service engineer reseated the row board cable, the ribbon cable, the retractor band, and the pyxisbus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.